Event description:
The device was sent for service for repair of physical damage. The baxter service technician reported an 810:04 failure code was found in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.